Event description:
A caller reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information on how to perform a pump reset, and the caller successfully initiated their sensor session without encountering the error again.